Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10, h11. Corrected field: d5, g1 (contact person ¿ mfg site).

Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse duplicated the problem, disassembled the display, cleaned and reset all connectors to resolve the problem. The fse replaced two missing screw concealment labels. The fse performed display tests, no further display problems noted. The fse performed all functional, pneumatic and electrical safety tests. The unit passed all tests and is cleared for clinical use. A supplemental report will be submitted upon receipt of additional information or completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had display issues that involved the display flickering intermittently. It is unknown under which circumstances this event occurred; however there was no patient involvement, and no adverse event was reported.